Event description:
Additional information received indicates the reported issue did not occur while in use with a patient.

Manufacturer narrative:
Evaluation summary: the customer's stated problem was verified. The device was powered up and alarmed continuously. The pwa board was replaced in order to restore functionality.

Event description:
Distributor requested repair of an ambulatory infusion pump due to constant alarming. No patient details were provided.